Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the mega suturecut needle driver instrument broke while inside the patient. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip cable was found to be broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist. Other cables at wrist are not damaged. No other cables damage was found.